Event description:
The user facility reported that a patient encountered suction, ventricular tachycardia (vt), ventricular fibrillation (vf), low purge pressure and air in purge during impella cp support. The patient had continuous runs of vt and vf requiring defibrillation intra-procedurally. The surgeon repositioned the impella catheter under echocardiogram guidance to 3.82 centimeters. In total, the patient had experienced five episodes of sustained ventricular tachycardia intra-procedurally requiring five defibrillations. The patient also encountered low purge pressure alarms. However, no leaks were noted and recommendation was given to change the purge cassette should an issue arise again, which it did not. Air in purge was also encountered for which steps were walked through on how to deal with which resolved the alarm. Pump suction was also encountered throughout support and hemolysis was also found and confirmed via labs. However, after five days of support, care was withdrawn and the patient passed away.

Manufacturer narrative:
A.4 and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the reported tachycardia, hemolysis, purge pressure, and pump suction has been completed. Data logs were reviewed, and there were no clear abnormalities. There was a concentration of suction and position unknown, however, they resolved. There were no improper position alarms or mc spikes during the entire case. Pump flows were variable throughout support; however, this cannot be definitively considered a cause for the hemolysis. Since insufficient clinical details were provided, data logs were inconclusive, and product wasn't returned for investigation, the cause of the hemolysis could not be determined. Data logs were reviewed for the purge pressure and the alarms were confirmed. At the time that bag/cassette change procedures were being done. The purge pressure low alarms were the first to trigger, then air in purge. Based on the clinical details provided supported by the issue resolving after 20 minutes in data logs, the cause of the purge pressure low and air in purge alarms were determined to be a use issue. Data logs were reviewed, and there was a concentration of diastolic and systolic suction alarms on the final day of support. Based on the clinical details provided that the patient's condition was worsening and ultimately care was withdrawn in combination with the mc/ps trends seen at the end of the case in data logs, the cause of the pump suction was determined to be patient condition related.